Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited far r-wave oversensing. Timing settings were altered to prevent the oversensing. The patient was asymptomatic and would be monitored.